Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the oxygen valve is broken. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) the customer did not respond to the quotation of repair. No repair performed on this unit.